Event description:
Following the endoscopic removal of a flat polyp in the bowel, patient complained of abdominal pain and experienced bloating &/or distention of the abdomen. The abc flexible gi probe was used during this procedure. The patient was taken to surgery and a very tiny hole was found in the bowel at the site of the polyp removal. The patient recovered from the procedures and has been discharged from the hospital.